Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 13-apr-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1915sf suture anchor, corkscrew anchor broke inside the patient. The physician removed the anchor, and the case was completed by passing a 2.0 suture and implanting a larger anchor. This was discovered during a procedure with no patient harm reported. A procedural delay of 15 minutes was reported, and the patient's bone quality was described as excellent. Additional information provided 16-apr-2026: it was further reported this was discovered during an ankle - broström procedure and no additional anesthesia was administered.